Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An optometrist reported suction was lost when flap was 97% complete. The patient was offered photo refractive keratectomy (prk) treatment but chose to return at another date.

Manufacturer narrative:
An incorrect method code was reported on manufacturer report number (B)(4) and the correct code is being reported on this manufacturer report. A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. The review of logfile for the day of treatment showed all laser system functions were within specifications. During start-up of the system the vacuum, the energy and the ablation tests were performed without any issue. The energy was stable during the whole day. Logfiles show multiple successfully performed treatments. The reported treatment could be identified in the logfile. Logfile shows that the bcc check for the right eye (od) was done about eight minutes before laser fired instead of immediately before firing. A review of the technical service onsite showed no abnormalities that could have contributed to this event: laser was successfully verified prior and after the day of the treatment. No technical root cause was identified as the product was found to be within specifications. The root cause could not be determined conclusively. Most probable root cause is patient movement. The manufacturer internal reference number is: (B)(4).